Event description:
The recipient reportedly experienced blood leaking from the incision site. The incision was cleaned and reclosed. The recipient was prescribed antibiotics as a precaution. No infection was noted. The recipient has fully healed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient remains implanted. This is the final report.